Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts....particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid". "Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure". (B)(4).

Event description:
Report was received from hospital research facility of a revision that took place where the acetabular cup, modular head and taper adapter were removed. The surgeon reported to the research facility that he noted greyish fluid, a soft tissue mass and metallosis during the revision procedure. He also noted that he had difficulty disengaging the taper adapter from the femoral stem and that the cup was steep. Follow up was conducted to obtain product identification from the research facility. A review of invoice history for the part numbers provided confirmed the date of the initial total hip arthroplasty was (B)(6) 2008. The revision procedure was performed on (B)(6) 2010 for an unknown reason. No further information has been provided to date.